Manufacturer narrative:
The product was received on 01/31/2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device pump was received on 1/31/2024 and tested on 3/8/2024. Pump was given the initial complaint code of "2pow3: power issue - device powers self off". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15. After reviewing the pump's event log, an abrupt power off was found on event line 206, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below: "event 203: log_event_timpstamp time: 24/01/19 09:43:17 eventbytes: 02 24 01 19 09 43 17 a3. Event 204: log_event_timpstamp time: 24/01/19 10:43:21 eventbytes: 02 24 01 19 10 43 21 b4. Event 205: log_event_timpstamp time: 24/01/19 11:43:24 eventbytes: 02 24 01 19 11 43 24 b8. Event 206: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 207: log_event_message time: 165:49:45 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 49 45 ff ff 00 80 15. Event 208: log_event_off time: 165:49:45 rmp: 303846 reason: log_off_cause_shut eventbytes: 01 49 45 04 a2 e6 2e 49. Event 209: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 210: log_event_timpstamp time: 24/01/20 00:51:46 eventbytes: 02 24 01 20 00 51 46 de. Event 211: log_event_alarm time: 00:00:20 alarm code: 09 sub code: 00 alarm status: log_alarm_cause_access_alarm eventbytes: 05 00 20 09 00 00 30 5e ". The pump's event log that was pulled will be attached to the complaint, see "sn 705819". Reported issue found, device not performing to specification. Pump will be pushed to CAPA for further investigation underneath CAPA # it2023-15 for power/battery.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.